Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The foreign dist ((B)(6)) reported that their customer reported a leakage issue with an mps disposable delivery set. The hosp allegedly found leaks through the joint between an arrest cassette (yellow) and a heat exchanger during the use of the mps sys. It was reported that the med staff wiped up the leak and did not experience additional leaking from the joint. No cracks or breaks were reported on the port and luer of the heat exchanger, or the arrest cassette. The device was returned to the MFR for analysis. There were no pt complications reported as a result of the alleged event.